Event description:
Had total knee replacement that didn't get better after surgery. Pt has been back to dr. To ask why they had so much pain this went on for about a year. Pt saw a "different dr. And law for help", and is still try to get some help. Pt is so tired of pain every day.